Event description:
Received very little info from the customer. Customer reported tpn would not run and the maxplus clear connector kept leaking at the connection to the infusion tubing. Customer indicates they had to remove the maxplus clear to get it to run. Infusion was being performed in the critical care area. There was no pt or user harm reported and no medical intervention was required.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.